Event description:
According to the customer, in about 10 of the 100 pen needles from the package, no insulin came out of the pen through the needle. He has been using insulin for a long time, which is why, according to him, it cannot be a user error. With the after the empty box, a sample needle that had not yet been used was brought to us by the customer, which was is not verifiable due to the lack of demopen.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.